Event description:
A malfunction alarm, labeled as alarm 01, was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a second, new cartridge and was able to resume insulin delivery without further issues.